Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.